Event description:
It was reported that this pacemaker device is suspected of behaving in a manner consistent with premature battery depletion (pbd). At a follow up appointment in (B)(6) 2023, the estimated battery longevity was 7 1/2 years. In (B)(6) 2023, the estimated battery longevity was 3 1/2 years. A request was made for technical service (ts) to review device data. Ts advised analysis of device memory confirms the device battery power consumption is increasing abnormally. Ts provided recommendations for a replacement device in the near future. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.